Event description:
During the creation of the flap, left eye, the microkeratome penetrated the total thickness of the cornea, including part of the iris and crystalline lens. The patient underwent a lens extraction with an intraocular lens implant on the same day.